Manufacturer narrative:
The device was received for analysis. Explant date is currently unknown. Upon receipt, the programming device was subjected to an extensive analysis. Within this analysis the device was visually, mechanically and functionally inspected. During the analysis, the reported observation was confirmed. The inspection revealed that the power socket of the programming device had been torn out of the device due to external force. As a result, the electrical contacts of the power socket were exposed and no longer protected against accidental contact. In addition, the analysis showed that the flap of the pgh/ECG cable compartment was damaged. Apart from the damage described above, no indications of a device malfunction were found. In conclusion, the observation could be confirmed; however, it was not caused by a device-related issue but by mechanical damage. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.

Manufacturer narrative:
Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device did not power on upon activation of the switch. The physician received a sudden electric shock to the left hand while reaching behind the device to check the rear power connection. The physician felt stunned, with a burning-type pain in the left hand radiating toward the jaw, as well as a brief headache.